Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: b.5., b.6., d.7., d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: broken shell and others and crease fold. Leak test and microscopic analysis was performed which identified: broken striated on the radius and one opening striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on the radius assessed as surgical damage consist in the use of some surgical tool. One striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.